Manufacturer narrative:
At the time of this filing, it is not known if the wheelchair malfunctioned or if the patient was smoking. Invacare was made aware of this event that occurred in (B)(6) with a tdx-sp2-nb wheelchair. This record was created due to the u s. Manufactured tdxsp2 being similar in design and would likely to have the same adverse outcome as this event. The tdx-sp2-nb wheelchair has not been returned to invacare france for an evaluation.

Event description:
The neighbors of a (B)(6)-year-old woman, saw smoke coming out from her apartment. They called the fire department, and when they arrived, they found that the wheelchair had caught fire, and the end-user that was sitting in it passed away.